Event description:
The customer reported to olympus, during routine testing, the evis exera iii duodenovideoscope tested positive for 58 colony forming units (cfus) of enterobacter cloacae. All channels were sampled. Sampling occurred at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional cultural testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The following was result of the culture test, performed at the third-party labs, provided from olympus: sampling from: all channels cfu: 1cfu bacterial identification: coagulase negative staphylococcus. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the light guide rod lens was chipped, the bending section rubber glue was worn out, the key top 1 marking was unclear, the biopsy channel showed signs of wear and tear, and the forceps rising angle did not meet specification. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.